Event description:
It was reported the patient was without stimulation as the ipg was unable to charged due to the charging system being unable to locate the patient's ipg. A replacement charging system was initially able to locate the ipg, however when attempted again, it was not able to locate the ipg. The patient's physician suspected the ipg was implanted too deep to communicate with the charger. Surgical intervention was undertaken on (B)(6) 2015 and the ipg pocket site was revised.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.